Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular setscrew of the pulse generator exhibited an anomaly. The device was not used and a new device was placed successfully.